Event description:
It was reported that the patient experienced phrenic nerve stimulation which was attributed to the left ventricular (lv) lead. The lv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the proximal conductor (not obstructed) and the proximal conductor was distorted. The outer insulation was melted and environmental stress cracking was noted. There was apparent explant damage noted.